Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (will not power on) was confirmed due to a defective u104 pxa processor on the computer/analog board, causing a target communication error. The root cause for the defective u104 pxa processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.